Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of over 900mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery multiple times while she was running a manual prime with no reservoir inside the device. Ran a manual prime with no reservoir and the alarm did not occur. Performed a fixed prime test and the insulin pump did not alarm. The customer stated that her doctor does not feel comfortable with the device and a replacement of the device was requested. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.